Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation however; a photo has been returned to the manufacturing facility. The picture of the reported product shows that the needle was well engaged into the safety shield. The related test such as visual inspection, the angle of the safety shield, activation of safety shield and pulling force of needle to the retained samples show no abnormities. The IFU reference states: step 1, place the safety shield over the needle after use. Step 2, press the wings together with the thumb and middle finger and press the safety shield with index finger then withdraw needle from the vein. Step 3, press the safety shield together with thumb and index finger until an audible click is heard. Step 4, discard the needle after activation. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo medical products (hangzhou) co., ltd. (Manufacturer) registration no. 3004102031. Exemption number e2015024.

Event description:
The user facility reported that a customer was pricked by the needle when he was trying to remove product from the garbage bin. Before scrapping the product, the customer had already heard the clip of the safety shield. Additional information was received june 12, 2019: the garbage bin's lid was stuck by the scrapped product, which caused the difficulty of covering the lid. The customer was inadvertently punctured by the needle when he/she was trying to remove the product in the bin. The patient involved has no infectious disease. The customer received prophylactic treatment after needle stick.